Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and 2 days of hospitalization. The target nodule was in the right upper lobe, anterior segment about 1.2 cm. Away from the pleura and about 1.5 centimeters (cm) in size. Instruments used during the procedure included a 21g flexision biopsy needle, a cytology brush and compatible forceps. C-arm fluoroscopy was utilized for imaging. A bronchoalveolar lavage and staging using ultrasound bronchoscopy (ebus) were also performed. The patient was diagnosed with benign chronic inflammation and benign granuloma. Upon waking up from general anesthesia, the patient complained of chest pain. The pneumothorax was discovered via chest x-ray after the procedure: the size was moderate and did not increase over time. The physician believed that the pneumothorax would have likely occurred via another modality and the lung biopsy itself likely caused the pneumothorax. The procedure was considered high risk due to the location of the target nodule and surrounding fibrotic lung disease. The ion robot allowed access to the nodule, there was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. System logs were not available for review at this time.